Event description:
It was reported that the patient presented for remote follow up via merlin.net with episodes of non-sustained right ventricular over-sensing. The episodes were a result of over-sensed noise exhibited by the right ventricular lead. The lead was subsequently explanted and replaced. The patient was stable.